Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that the device, which was turned on at the time, didn't clamp the tubing, which resulted in a levophed free flow event. The customer reported that they are unable to determine if this is the only contributing factor, but following mitral valve prolapse surgery the patient sustained a rapid increase in blood pressure and heart rate due to the bolus of medication. Twelve hours later, the patient had four separate areas of cerebral hemorrhage. The patient expired several days later.

Manufacturer narrative:
The customer¿s report of a levophed free flow event could not be definitively confirmed. The customer did not provide the pcu or event log that includes the programming and drug selection. The customer also did not provide any information about the intended infusion parameters. On the reported incident date there were no entries recorded in the pump module event log for a safety clamp open alarm even though the customer alleged the pump module was on. Investigation of the device showed that the sear was an un-approved third party part installed on the door latch assembly. In its ¿as-received¿ state the sear was sticking and not fully seating in its home position by the torsion spring. The sear was found to only intermittently close the safety clamp on the disposable set when the door was opened. Temporary replacement of the sear resolved the problem and installation of a new approved torsion spring with the third party sear also had positive result of the sear closing the safety clamp. The root cause of the customer¿s report is attributed to a sticking non-bd sear that was not fully seating back to its home position by the torsion spring.

Event description:
The customer reported that the device, which was turned on at the time, didn't clamp the tubing, which resulted in a levophed free flow event. The customer reported that they are unable to determine if this is the only contributing factor, but following mitral valve prolapse surgery the patient sustained a rapid increase in blood pressure and heart rate due to the bolus of medication. Twelve hours later, the patient had four separate areas of cerebral hemorrhage. The patient expired several days later.